Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she did not get insulin in the middle of the night for many hours and she woke up with high blood glucose. She stated that the connector piece separated from the tubing. No further information available.